Event description:
Procedure: unk. Reportedly, the instrument cut but the staples did not come out. No patient injury reported at that time. Based on additional information ascertained, there was a small leak. A resection was performed and another device was applied to correct.